Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type extension.

Event description:
A manufacturer representative reported a consumer had an infection after his stage 2 implant a few weeks ago. The doctor removed the consumer¿s right implantable neurostimulator (ins) and extension. Additional information received from the doctor reported there was a wound culture finding (B)(6)/¿coag neg staph¿ and he was currently being treated with IV antibiotics. It was noted that the consumer would be following with an infectious disease doctor and it was an expected antibiotic course of six (6) weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.